Event description:
It was reported via repair work order that there was no auxiliary power as the auxiliary power cord was unplugged from the bed. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.